Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. After the alarm, the customer would change the cartridge and infusion set. The impact to the customer's blood glucose level due to the occlusions was not known. As the customer was not currently receiving an alarm, tandem technical support was unable to perform a system check.